Event description:
An unk message was displayed on the programmer screen during an interrogation. Then the display returned to initial screen. Upon re-interrogation, aida info was not available. The device remains implanted.

Manufacturer narrative:
January 07, 2010. This event concerns a device that was mfg and used outside the united states. (B)(4). Aida memory not available. Since the device remains implanted, the programmer files were reviewed. An unexpected session interruption occurred during aida programming; a gui (graphical user interface of the programmer software) failure is suspected, but cannot be confirmed. Aida was left un-programmed because of this abnormal termination of the session, but it was recorded. The programmer software operated as specified. Manual measurement of the ventricular lead impedance restored normal behavior. No consequences on the pt and can remain implanted. (B)(4). Conclusion: an unexpected session interruption occurred during aida programming upon first session; a gui failure is suspected, but not confirmed. Aida was left un-programmed because of this abnormal termination of the session. However, aida data were recorded in pt file (B)(4) (the user reviewed this file offline). During the second interrogation, aida was not automatically programmed because of the current implant configuration (no ventricular lead impedance measurement available) and incorrect programmer software specs. During the third interrogation, because of dual chamber pacing mode reprogramming, ventricular lead impedance was measured and aida was automatically reprogrammed, as specified. Aida data will be available for next follow-up.